Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the clip becoming caught in anatomy cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report during grasping the clip got stuck on chordae and the clip was deployed in place and on the leaflets. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed. During grasping the clip got stuck in chordae. The clip could not be removed, and it was decided to grasp the leaflets in this stuck position. An additional clip was implanted. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect sequela and no clinically significant delay in the procedure. No additional information was provided.